Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows some scratches, nicks and dullness on the articulating outer surface of the modular head. The bore shows some metal debris and the device is submitted to sem lab for further analysis. As stated in the sem report optical imaging of the morse taper of the modular head showed dark discoloration with axial wear marks. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions" and, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components."

Event description:
Patient¿s hip was revised due to metal wear and pseudotumor. During the procedure, metal debris from the femoral head and trunnion junction and a pseudotumor were noted.